Event description:
A distributor in (B)(4) reported that the peak inspiratory pressure knob of a rd900 neopuff infant resuscitator was not functioning smoothly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure knob of a rd900 neopuff infant resuscitator was not functioning smoothly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was not received at fisher & paykel healthcare (f&p) new zealand for an evaluation. Therefore, our investigation is based on the information and videography provided by the distributor, previous investigations of the product and our knowledge of our product. Results: visual inspection of the provided videography revealed that the pip knob was sticky and jittery, confirming the reported fault. Conclusion: based on the previous investigations the reported fault was caused due to excessive grease that was applied to the valve during the manufacturing of the subject device. This grease prevented smooth movement while rotating the knob of the valve. F&p has completed the failure investigation for the identified root cause. The subject rd900aeu neopuff infant resuscitator with lot# 2102637117 was manufactured on 01 june 2023, which is prior to the completion of the failure investigation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.